Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited foreign material in the laser light cable plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the event could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.